Manufacturer narrative:
Device was received with steady white display due to cracked lcd glass. Device received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly. The customer's blood glucose level was 6.6 mmol/l at the time of the incident. The customer stated that the lcd screen was solid white. The customer stated display was still blank after new battery cap replacement. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.